Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a noisy pump, rusty heater, and damaged lcd and led's. Functional testing found the device stopped pumping after 10 minutes and then got very warm trying to start pumping again; confirming the customer complaint. Root cause was attributed to a faulty pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump quits while running and then over heats. Patient involvement is unknown.